Event description:
Additional information was received on 11/3/2025: during a procedure, it was reported that only the anchor broke; the eyelet remained intact. All detached fragments were accounted for and successfully retrieved from the patient. The surgery was not delayed, as an additional ar-2324bcct biocomposite swivelock c was readily available. No additional anesthesia was administered to the patient. No adverse patient effects have been reported during or following the procedure due to this issue.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the broken implant in the shaft. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 10/28/2025, an arthrex subsidiary employee reported via email that an ar-2324bcct biocomposite swivelock c suture anchor broke as the surgeon was preparing to place it. The surgical case was completed successfully. The issue was discovered during a knee arthroscopy with acl reconstruction and autocart cartilage restoration procedure performed on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 11/03/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.